Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed skin irritation and infection at a pod insertion site on the abdomen between 49 and 71 hours, which progressed to an abscess and led to the early removal of multiple pods. Blood glucose values were not reported. The patient removed the pod on (B)(6) 2026, after noticing pain and redness at the site. The redness worsened between may 4 and may 5, prompting the patient to visit a general practitioner on may 6. The physician administered local anesthesia, performed an incision and drainage of deeper pus, and advised the patient to flush the wound four times daily and to contact the practice if symptoms worsened. No further information was provided.